Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease fold observed on the surface of the shell. Wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Patient reported left side "deflation." Healthcare professional later reported deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "deflation." Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4, h.4.